Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 19975939, model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20786500, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and result confirmed lead migration. The physician attempted to reposition the leads; however, it was unsuccessful. The patient underwent an explant procedure per physicians preference. The patient was doing well postoperatively.